Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 22mm in length, de novo target lesion was located in the moderately tortuous, mildly calcified, and 2.5mm in diameter left circumflex artery. The lesion contained >=90 degrees bend. Predilation was performed with a 2.5mmx20mm emerge balloon catheter at 10 atmospheres, leaving 30% residual stenosis in the lesion. A 2.50x24 synergy drug-eluting stent was advanced but hardness was felt. The stent was pulled back, and proximal braid deformation was noted. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several rows of stent struts that were bent and overlapping on the proximal end of the stent. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found several kinks along hypotube. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 22mm in length, de novo target lesion was located in the moderately tortuous, mildly calcified, and 2.5mm in diameter left circumflex artery. The lesion contained >=90 degrees bend. Predilation was performed with a 2.5mmx20mm emerge balloon catheter at 10 atmospheres, leaving 30% residual stenosis in the lesion. A 2.50x24 synergy drug-eluting stent was advanced but hardness was felt. The stent was pulled back, and proximal braid deformation was noted. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was stable.